Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that two 4k uhd lcd monitors on both sides blacked out. The event occurred during an unknown procedure and the screen re-appeared after a few seconds. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event. This report is related to patient identifier (B)(6) for the second 4k uhd lcd monitor that blacked out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (loss of image) was unable to be duplicated. It¿s likely the event was caused by an abnormality of a device other than the monitor, as both monitors lost the image at the same time. The root cause of this event was unable to be identified. Additionally, upon completion of the 4k uhd lcd monitor evaluation, it was noted there was burn-in in the lcd panel. This defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.